Event description:
It was reported that a patient, who had a right rtsa, underwent a revision procedure. The patient had been experiencing instability and serially dislocating. The surgeon considered their age and elected to convert them to a hemi to hopefully spare them another trip to the or. Intraoperatively, the surgeon noted that the patient appeared to have c acnes infection. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to hospital policies. No images were provided. No further information.